Event description:
The manufacturer's representative reported that a patient was experiencing withdrawal symptoms. The patient went into the hcp's office and the hcp noted a motor stall that had lasted for a couple of days. The hcp attempted to update the pump and provide a bolus, but it did not work. The hcp has scheduled a pump replacement. The patient's pump contained fentanyl.

Manufacturer narrative:
.